Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at the bone to cement interface. Cement manufacturer is unknown. Tibial base plate was removed with zero cement still attached to the prosthesis. Doi: (B)(6) 2015, dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).